Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The e1 "last name" and "email address" fields were corrected due to misspelling. In addition the e2 and e3 fields were corrected based on available information at the time of the initial report submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been approximately 7 years since the subject device was manufactured. A definitive root cause could not be established as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had no endoscopic image on monitor. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer report there was no endoscopic image on the monitor. The following troubleshooting steps were taken by the customer: two maj-1430 video scope cables were tested along with 180 series scopes with the same result as no scope images. Unplugging the maj-1430 away from the cv-190, a full screen of color bar set display on the monitor screen. Then when connected to a 190 series scope, an image was displayed on the image screen on the monitor without any problem. The device return is anticipated but to date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.